Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced low blood glucose (bg) less than 50 mg/dl and required assistance of emergency medical services (ems). The patient was reportedly treated with intravenous glucose and remained on the pump. Reportedly, the patient experienced elevated blood glucose (bg) between 250 mg/dl and 300 mg/dl earlier in the day on (B)(6) 2017. There were no reported signs or symptoms of hyperglycemia. During the night on (B)(6) 2017 the pump reportedly alarmed to alert the patient of a low bg, however the patient did not wake up from the alarm. A family member reportedly heard the alarm and contacted ems. The patient reportedly woke up while receiving treatment from ems and the patient¿s bg reportedly resolved to 60mg/dl and the patient did not need to go to the hospital. Troubleshooting indicated that the time and date settings were correct, the prime history was correct, there were no associated alarms, and the basal settings and histories were correct. During review of the bolus history, the reporter noted two boluses that had not been programmed by the patient. One bolus was a 2.8 unit bolus at 23:53 on (B)(6) 2017 and the second was a 0.3 unit bolus at 01:07 on (B)(6) 2017. At the time of troubleshooting, the patient reportedly declined to return the pump. Follow-up was received from the reporter on 04/03/2017 stating that the patient confirmed that ¿the pump is ok¿. Additionally, the reporter noted that the patient¿s healthcare provider had not provided any explanation for the low bg. The alleged elevated bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring assistance from a third party to treat associated with a potential inaccurate delivery issue, as there were reportedly boluses in the pump history that were not delivered by the patient.